Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that intermittent malfunction alarms occurred. The customer reverted to an alternate method of insulin therapy. It was reported that the customer experienced a blood glucose (bg) level over 600 mg/dl. Customer went to the emergency room and was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged about a week later, around (B)(6) 2025, release date is approximate, with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy.